Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had migrated (exact reason unknown). As a result, the ipg was revised on (B)(6) 2019. Effective therapy was restored post-op.

Event description:
Follow-up information provided, the patient¿s ipg was repositioned on (B)(6) 2019.